Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up, high capture thresholds were observed on the atrial lead. It was determined that the lead had become dislodged. No patient symptoms were reported. The lead was programmed off.